Manufacturer narrative:
The physical device was not returned for investigation. Cloud data from the user for the period of (B)(6) 2025 was downloaded and reviewed. Review of the patient history buffer (phb) data showed that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values. While in manual mode, the system correctly delivered the user's manual basal program. During the afternoon of (B)(6) 2025, the day prior to the reported date of occurrence, it was observed that estimated glucose values increased to urgent high (greater than 400 mg/dl). The automated algorithm responded appropriately, beginning max automated basal delivery as the estimated glucose values increased towards and stayed at urgent high. An automated delivery restriction (adr) alert was generated at 14:07 on (B)(6) 2025, which put the system into automated mode: limited. The alert was acknowledged and the system put into manual mode at that same time on (B)(6) 2025 before returning to automated mode at 14:57 on (B)(6) 2025. At 17:47 on (B)(6) 2025 another adr alert was generated, and the pod was again switched briefly into manual mode for 1.5 hours before being switched back to automated mode. At 20:32 on (B)(6) 2025, the phb indicates that there was no active sensor and the system was switched to manual mode until 23:37 where it was switched back to automated mode but remained in automated mode: limited as there was still no active sensor. While in automated mode: limited, the system was correctly delivering safe basal, which is the lower of the user's manual basal program and adaptive basal rate. The system transitioned back to automated mode at 05:57 on (B)(6) 2025 when a new sensor was connected and the pod was receiving valid egvs again, which were shown to still be urgent high values. At 08:52 the system generated another adr alert and was transitioned to manual mode at 09:07 where it remained throughout the day and egvs were observed to lower to below urgent high values. The cloud data showed that all alerts, reminders, and notifications were correctly generated as conditions were met, including adr alerts. The cloud data showed evidence that all bolus records in the cloud were from boluses that were actively and successfully delivered, as the total pulses delivered count tracked by the pod incremented correctly based on the total bolus volume for each bolus. No evidence of a failure to deliver insulin or issues with the system was observed in the available cloud data.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2025, the patient experienced a blood glucose level of 1100 mg/dl, leading to emergency hospitalization at (B)(6). The pod was worn on the arm between 37 and 48 hours. During ambulance transport, the patient was semi-conscious, and paramedics had to keep him awake. Upon hospital admission, the patient presented with increasing abdominal pain and nausea. Insulin was administered manually, and the pod was replaced. The patient was treated in the intensive care unit (ICU) and regained full consciousness later the same day. The final diagnosis included acute diabetic ketoacidosis (dka), severe kidney damage, and hematoma due to vascular access removal. The hospital stay lasted 5 days.